Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): distal conductor blood/body fluid (not obstructed), tip seal observation, and blood noted on helix mechanism and helix mechanism (sleeve head); the analyst noted dried blood on helix and distal conductor; full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, there was difficulty advancing the lead through the stylet. The lead was not implanted. No patient complications were reported as a result of this event.